Event description:
Voluntary medwatch received states that the right ventricular (rv) lead exhibited episodes of under-sensing and unspecified over-sensing. No intervention was performed. The patient condition was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5167661.